Event description:
It was reported that a patient experienced a surgical revision procedure of hip components due to a fractured ceramic liner. The patient noticed her hip squeaking two weeks prior to the revision surgery, there was no report of pain or trauma. Information was requested, and no additional information was provided. This is one of two products involved with the reported event and the associated manufacturer report number 1038671-2017-00303.

Manufacturer narrative:
After further review of additional information received the following sections b4, b5, b6, b7, g4, g5, g7, h2, h4 and h6 have been updated accordingly. Because the devices were not returned for evaluation, the broken pieces could not be evaluated. However, the devices returned with two similar complaint reports were sent to the manufacturer for failure analysis. According to the manufacturer's failure analysis of similar complaint reports, the revision reported was potentially the result of either an insufficient or misaligned fixation of the insert in the metal cup leading to a misaligned position of the insert, or a disturbance at the interface between the metal cup and the insert, leading to an increase of stress and the fracture of the insert. However, this cannot be confirmed because the devices were not returned for evaluation. In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Patients should be advised to report any pain, decrease in range of motion, swelling, fever, or unusual sounds (e.g. Clicking or squeaking) as this may indicate positional changes in the implant that could lead to premature failure. The reported fractured liner was potentially the result of either an insufficient or misaligned fixation of the insert in the metal cup leading to a misaligned position of the insert, or a disturbance at the interface between the metal cup and the insert, leading to an increase of stress and the fracture of the insert. This device is used for treatment, not diagnosis. No information has been provided. Asked, not answered: a2, a4, a5, a6.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Associated with 1038671-2017-00303. Device not returned. Pending evaluation.

Event description:
Revision due to ceramic liner fracture.

Manufacturer narrative:
Engineering evaluation noted that the revision was potentially the result of an insufficient or mis aligned fixation of the insert in the metal cup leading to a misaligned position of the insert, causing a local fraction of the insert. However, this cannot be confirmed because the devices were not returned for evaluation. Associated with 1038671-2017-00303.

Event description:
Revision due to ceramic liner fracture.